Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#s: 1627487-2013-05107, 05108 and 05109. It was reported the pt was not receiving adequate coverage. One of the pt's leads was thought to be fractured and showed high impedance. On (B)(6) 2012, the pt underwent surgical intervention to have an additional lead implanted. During the procedure, the doctor was unable to implant the additional lead. As a result, the procedure was aborted.